Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker recorded a sudden change in the right atrial (ra) lead pacing impedance. The device also recorded noise oversensing in an atrial tachy response (atr) episode. Troubleshooting recommendations were provided by technical services (ts). The ra lead is a non-boston scientific product. The pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information provided indicates the patient will attend an in clinic follow up to perform the recommended troubleshooting. In addition, the impedance values are not yet available.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable pacemaker recorded a sudden change in the right atrial (ra) lead pacing impedance. The device also recorded noise oversensing in an atrial tachy response (atr) episode. Troubleshooting recommendations were provided by technical services (ts). The ra lead is a non-boston scientific product. The pacemaker system remains in service at this time. No adverse patient effects were reported. Additional information provided indicates the patient will attend an in clinic follow up to perform the recommended troubleshooting. In addition, the impedance values are not yet available. Boston scientific has made three attempts to obtain additional information on the in-clinic troubleshooting and the plan for the patient going forward, however; no response was received.